Manufacturer narrative:
The explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviation potentially related to the event occurred during the manufacturing. A review of the sterilization record documentation. For the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. A symptom of infection was discoloration of the ipg site. It was unknown what caused the infection. The patient was placed on antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.